Event description:
This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma in 2012, mastectomy and vaginal delivery. Previously administered products included for an unreported indication: tamoxifen (breast cancer) until (B)(6) 2017, copper iud with bad tolerance, chemotherapy (breast cancer) and radiotherapy (breast cancer). Past adverse reactions to the above products included adverse event with copper iud with bad tolerance. Concurrent conditions included liver failure and nickel sensitivity. Concomitant products included tamoxifen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced allergy test positive ("positive allergy test with nickel ++"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain (cramp or uterine contractions)"), arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with surgery (hysteroscopy and curettage). At the time of the report, the metrorrhagia, pelvic pain, arthralgia, asthenia, vision blurred and allergy test positive outcome was unknown. The reporter provided no causality assessment for allergy test positive, arthralgia, asthenia, metrorrhagia, pelvic pain and vision blurred with essure. The reporter commented: patient with history of breast cancer, in remission. Treatment with hormone therapy was stopped in (B)(6) 2017, due to joint pain. But despite the discontinuation of hormone therapy, joint pain persisted. Irregular intense pelvic pain, started 6 months after the insertion of essure. Metrorrhagia were persistent, intermittently, since the discontinuation of tamoxifen ((B)(6) 2017). The removal of essure was to be considered. Diagnostic results: in 2014 : complete digestive workup was normal. Early 2017 : hysteroscopy with curettage found proliferative endometrium, not very active. In 2017 : rheumatologic workup with no finding. (B)(6) 2017: no finding on gynecologic examination and pelvi ultrasound. (B)(6) 2017: abdomino pelvic CT-scan showed 2 essure in place, no finding. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the event previously reported multiple symptoms was deleted. Patient with history of breast cancer, in remission. Treatment with hormone therapy was stopped in (B)(6) 2017, due to joint pain. But despite the discontinuation of hormone therapy, joint pain persisted. Irregular intense pelvic pain, started 6 months after the insertion of essure. Metrorrhagia were persistent, intermittently, since the discontinuation of tamoxifen ((B)(6) 2017). The removal of essure was to be considered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain (cramp or uterine contractions)"), endometrial hyperplasia ("thickening of the endometrium/ proliferative endometrium, not very active"), breast cancer stage IV ("ovarian and endometrial carcinosis with breast origin"), ovarian cancer ("ovarian and endometrial carcinosis with breast origin") and endometrial cancer ("ovarian and endometrial carcinosis with breast origin") in a 47-year-old female patient who had essure (batch no. A95861) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma (in remission) in 2012, mastectomy, parity 2 and vaginal delivery (two). Previously administered products included for breast cancer: chemotherapy and radiotherapy; for an unreported indication: copper iud. Past adverse reactions to the above products included device intolerance with copper iud. Concurrent conditions included liver failure and dermatitis due to metals. Concomitant products included tamoxifen until (B)(6) 2017 for breast cancer female. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced endometrial hyperplasia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). In november 2017, the patient experienced allergy test positive ("positive allergy test with nickel ++"). On an unknown date, the patient experienced breast cancer stage IV (seriousness criterion medically significant), ovarian cancer (seriousness criterion medically significant), endometrial cancer (seriousness criterion medically significant), arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with hormones nos, surgery (subtotal hysterectomy and bilateral annexectomy) and surgery (diagnostic hysteroscopy and curettage on (B)(6) (2016). Essure was removed. At the time of the report, the pelvic pain, endometrial hyperplasia, breast cancer stage IV, ovarian cancer, endometrial cancer, arthralgia, asthenia, vision blurred and allergy test positive outcome was unknown and the metrorrhagia had not resolved. The reporter provided no causality assessment for allergy test positive, arthralgia, asthenia, breast cancer stage IV, endometrial cancer, endometrial hyperplasia, metrorrhagia, ovarian cancer, pelvic pain and vision blurred with essure. The reporter commented: the treatment with hormonal therapy was stopped in (B)(6) 2017 due to joint pain, but despite the discontinuation of therapy, joint pain persisted. Irregular intense pelvic pain started 6 months after the insertion of essure. Metrorrhagia was persistent and intermittently since the discontinuation of tamoxifen (B)(6) 2017). Diagnostic results: in 2014: complete digestive workup was normal (B)(6) 2016: diagnostic hysteroscopy and curettage were performed due to thickening of the endometrium disclosed by ultrasound, which confirmed a proliferative endometrium, not very active. Early 2017: hysteroscopy with curettage found proliferative endometrium, not very active 2017: rheumatologic workup with no finding. (B)(6) 2017: no finding on gynecologic examination and pelvic ultrasound. (B)(6) 2017: abdominal pelvic CT-scan showed 2 essure in place, no finding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: new adverse event (ovarian and endometrial carcinosis with breast origin); drug treatment for the event ovarian and endometrial carcinosis with breast origin (hormone therapy); and essure removal method (subtotal hysterectomy and bilateral annexectomy). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain (cramp or uterine contractions)") and endometrial hyperplasia ("thickening of the endometrium/ proliferative endometrium, not very active") in a 47-year-old female patient who had essure (batch no. A95861) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma in 2012, mastectomy and parity 2. Previously administered products included for an unreported indication: tamoxifen (breast cancer) until (B)(6)2017 , copper iud with bad tolerance, chemotherapy (breast cancer) and radiotherapy (breast cancer). Past adverse reactions to the above products included adverse event with copper iud with bad tolerance. Concurrent conditions included liver failure and dermatitis due to metals. Concomitant products included tamoxifen until (B)(6)2017 . On (B)(6)2013 , the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016 , 3 years 4 months after insertion of essure, the patient experienced endometrial hyperplasia (seriousness criterion medically significant). In august 2017, the patient experienced metrorrhagia ("metrorrhagia"). In november 2017, the patient experienced allergy test positive ("positive allergy test with nickel ++"). On an unknown date, the patient experienced arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with surgery (the removal of essure was planned to be done on (B)(6)2018 .) And surgery (on (B)(6)2016 diagnostic hysteroscopy and curettage). At the time of the report, the pelvic pain, endometrial hyperplasia, arthralgia, asthenia, vision blurred and allergy test positive outcome was unknown and the metrorrhagia had not resolved. The reporter provided no causality assessment for allergy test positive, arthralgia, asthenia, endometrial hyperplasia, metrorrhagia, pelvic pain and vision blurred with essure. The reporter commented: patient with history of breast cancer, in remission. Treament with horm therapy was stopped in (B)(6)2017 , due to joint pain. But despite the discontinuation of hormon therapy, joint pain persisted. Irregular intense pelvic pain, started 6 months after the insertion of essure. Metrorrhagia were persistent, intermittently, since the discontinuation of tamoxifen ((B)(6)2017 ). Diagnostic results: in 2014 : complete digestive workup was normal (B)(6)2016 : diagnostic hysteroscopy and curettage were performed due to thickening of the endometrium disclosed by ultrasound, which confirmed a proliferative endometrium, not very active. Early 2017 : hysteroscopy with curettage found proliferative endometrium, not very active 2017 : rheumatologic workup with no finding. Nov 2017 : no finding on gynecologic examination and pelvi ultrasound. Nov 2017 : abdominal pelvic CT-scan showed 2 essure in place, no finding. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: pelvic pain. The analysis revealed 10.539 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018 : quality-safety evaluation of ptc, FDA codes and expiration and manufacturing dates added as well incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain (cramp or uterine contractions)"), endometrial hyperplasia ("thickening of the endometrium/ proliferative endometrium, not very active"), breast cancer stage IV ("invasive lobular carcinoma of breast with uterus metastasis") and metastases to uterus ("invasive lobular carcinoma of breast with uterus metastasis") in a 47-year-old female patient who had essure (batch no. A95861) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma (in remission) in 2012, mastectomy, parity 2 and gravida ii (two). Previously administered products included for breast cancer: chemotherapy and radiotherapy; for an unreported indication: copper iud. Past adverse reactions to the above products included device intolerance with copper iud. Concurrent conditions included liver failure and dermatitis due to metals. Concomitant products included tamoxifen until (B)(6) 2017 for breast cancer female. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced endometrial hyperplasia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2017, the patient experienced allergy to metals ("positive allergy test with nickel ++"). On an unknown date, the patient experienced breast cancer stage IV (seriousness criterion medically significant), metastases to uterus (seriousness criterion medically significant), arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with hormones nos, surgery (subtotal hysterectomy and bilateral annexectomy) and surgery (diagnostic hysteroscopy and curettage on (B)(6) 2016). Essure was removed. At the time of the report, the pelvic pain, endometrial hyperplasia, breast cancer stage IV, metastases to uterus, arthralgia, asthenia, vision blurred and allergy to metals outcome was unknown and the metrorrhagia had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, endometrial hyperplasia, metrorrhagia, pelvic pain and vision blurred with essure. The reporter considered breast cancer stage IV and metastases to uterus to be unrelated to essure. The reporter commented: the treatment with hormonal therapy was stopped in (B)(6) 2017 due to joint pain, but despite the discontinuation of therapy, joint pain persisted. Irregular intense pelvic pain started 6 months after the insertion of essure. Metrorrhagia was persistent and intermittently since the discontinuation of tamoxifen (B)(6) 2017. Diagnostic results: in 2014: complete digestive workup was normal. On (B)(6) 2016: diagnostic hysteroscopy and curettage were performed due to thickening of the endometrium disclosed by ultrasound, which confirmed a proliferative endometrium, not very active. Early 2017: hysteroscopy with curettage found proliferative endometrium, not very active. In 2017: rheumatologic workup with no finding. On (B)(6) 2017: no finding on gynecologic examination and pelvic ultrasound. On (B)(6) 2017: abdominal pelvic CT-scan showed 2 essure in place, no finding. On (B)(6) 2017: positive allergy test with nickel ++. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: gynaecologist reported that there was no causal relationship with essure concerning the invasive lobular carcinoma of breast with uterus metastasis. Event changed from "ovarian and endometrial carcinosis with breast " to " invasive lobular carcinoma of breast with uterus metastasis". No other new medical information was provided. New reporter added. Case closed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma in 2012, mastectomy and vaginal delivery. Previously administered products included for an unreported indication: tamoxifen (breast cancer) until (B)(6) 2017, copper iud with bad tolerance, chemotherapy (breast cancer) and radiotherapy (breast cancer). Past adverse reactions to the above products included adverse event with copper iud with bad tolerance. Concurrent conditions included liver failure and nickel sensitivity. Concomitant products included tamoxifen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced allergy test positive ("positive allergy test with nickel ++"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain (cramp or uterine contractions)"), arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with surgery (hysteroscopy and curettage). At the time of the report, the metrorrhagia, pelvic pain, arthralgia, asthenia, vision blurred and allergy test positive outcome was unknown. The reporter provided no causality assessment for allergy test positive, arthralgia, asthenia, metrorrhagia, pelvic pain and vision blurred with essure. The reporter commented: patient with history of breast cancer, in remission. Treatment with hormone therapy was stopped in (B)(6) 2017, due to joint pain. But despite the discontinuation of hormone therapy, joint pain persisted. Irregular intense pelvic pain, started 6 months after the insertion of essure. Metrorrhagia were persistent, intermittently, since the discontinuation of tamoxifen ((B)(6) 2017). The removal of essure was to be considered. Diagnostic results: in 2014: complete digestive workup was normal. Early 2017 : hysteroscopy with curettage found proliferative endometrium, not very active. On 2017 : rheumatologic workup with no finding. On (B)(6) 2017: no finding on gynecologic examination and pelvi ultrasound. On (B)(6) 2017: abdomino pelvic CT-scan showed 2 essure in place, no finding. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-jan-2018 for the following meddra pt: metrorrhagia. The analysis in the global safety database revealed 46 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 29-dec-2017: similar incident listing count attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain (cramp or uterine contractions)") and endometrial hyperplasia ("thickening of the endometrium/ proliferative endometrium, not very active") in a 47-year-old female patient who had essure (batch no. A95861) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast carcinoma in 2012, mastectomy and parity 2. Previously administered products included for an unreported indication: tamoxifen (breast cancer) until (B)(6)2017, copper iud with bad tolerance, chemotherapy (breast cancer) and radiotherapy (breast cancer). Past adverse reactions to the above products included adverse event with copper iud with bad tolerance. Concurrent conditions included liver failure and dermatitis due to metals. Concomitant products included tamoxifen until (B)(6)2017. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, 3 years 4 months after insertion of essure, the patient experienced endometrial hyperplasia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2017, the patient experienced allergy test positive ("positive allergy test with nickel ++"). On an unknown date, the patient experienced arthralgia ("joint pain"), asthenia ("asthenia") and vision blurred ("blurred vision"). The patient was treated with surgery (on (B)(6)2016 diagnostic hysteroscopy and curettage). And the removal of essure was planned to be done on (B)(6)2018. At the time of the report, the pelvic pain, endometrial hyperplasia, arthralgia, asthenia, vision blurred and allergy test positive outcome was unknown and the metrorrhagia had not resolved. The reporter provided no causality assessment for allergy test positive, arthralgia, asthenia, endometrial hyperplasia, metrorrhagia, pelvic pain and vision blurred with essure. The reporter commented: patient with history of breast cancer, in remission. Treatment with horm therapy was stopped in (B)(6)2017, due to joint pain. But despite the discontinuation of hormon therapy, joint pain persisted. Irregular intense pelvic pain, started 6 months after the insertion of essure. Metrorrhagia were persistent, intermittently, since the discontinuation of tamoxifen ((B)(6)2017). Diagnostic results: in 2014 : complete digestive workup was normal (B)(6)2016: diagnostic hysteroscopy and curettage were performed due to thickening of the endometrium disclosed by ultrasound, which confirmed a proliferative endometrium, not very active. Early 2017 : hysteroscopy with curettage found proliferative endometrium, not very active 2017 : rheumatologic workup with no finding. (B)(6) 2017 : no finding on gynecologic examination and pelvi ultrasound. (B)(6) 2017 : abdominal pelvic CT-scan showed 2 essure in place, no finding. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: pelvic pain. The analysis revealed 10.233 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 15-mar-2018: the lot number was provided. A diagnostic hysteroscopy and curettage was performed due to thickening of the endometrium (added as event), a proliferative endometrium, not very active was confirmed. The removal of essure was planned to be done on (B)(6)2018. Lab test updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.